Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at act button on keypad trace. Analysis was unable to verify the unexpect low reservoir alarm due to keypad damage. The insulin pump was received with scratched on display window and cracked reservoir tubelip, without belt clip, and unable to verify the belt clipdamage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 152 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.